Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was hospitalized twice on unknown date and with unknown blood glucose. It was stated that the customer was advised by doctor to stop using the insulin pump. Customer just want to report this and customer was offered with the troubleshooting but, customer declined it. The insulin pump will not be returned for analysis.